Manufacturer narrative:
Model#, UDI, operator of device, and PMA/510k are unknown; no additional information was received. This is a supplied item and the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, during a pre-use check, the customer noticed the flat elastic cord for the face mask was easily detached. No patient injury was reported.